Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined: a visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found a small v-shaped tear in the balloon material. The tear was located 2mm distal from the distal edge of the proximal marker band. The width of the tear measured approximately 1.5mm. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the slightly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the preparation, it was noted that the cutting balloon was leaking gas, making it impossible to dilate. Hence, balloon rupture occurred. The procedure was competed with another of the same device. No complications reported and the patient is stable. It was further reported that the balloon was dilated after entering the body. Also, the hospital oral "leakage", is actually a contrast agent found leaking in the balloon. Hence, it cannot be inflated.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined: a visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found a small v-shaped tear in the balloon material. The tear was located 2mm distal from the distal edge of the proximal marker band. The width of the tear measured approximately 1.5mm. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the slightly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the peparation, it was noted that the cutting balloon was leaking gas, making it impossible to dilate. Hence, balloon rupture occurred. The procedure was competed with another of the same device. No complications reported and the patient is stable. It was further reported that the balloon was dilated after entering the body. Also, the hospital oral "leakage", is actually a contrast agent found leaking in the balloon. Hence, it cannot be inflated.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the slightly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the peparation, it was noted that the cutting balloon was leaking gas, making it impossible to dilate. Hence, balloon rupture occurred. The procedure was competed with another of the same device. No complications reported and the patient is stable.